Event description:
A customer reported a signal loss issue while using the adc device, reader. As a result, the glucose alarms did not sound, and customer experienced symptoms described as cold and loss of consciousness. Customer further reported being able to self-treat with baqsimi (glucagon), dextrose, nasal spray. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) graph was performed. Signal loss alarms were not observed when the rssi signal was low or not present. Visual inspection was performed on the returned reader and no physical damage was observed. Reader was tested for volume and vibration settings through different testing and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Ble functionality test was performed by activating sensor with returned reader and everything was shown activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and works properly. All results were within the specifications. The passing of functionality test indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue while using the adc device, reader. As a result, the glucose alarms did not sound, and customer experienced symptoms described as cold and loss of consciousness. Customer further reported being able to self-treat with baqsimi (glucagon), dextrose, nasal spray. There was no report of death or permanent injury associated with this event.